Event description:
Heating pad was returned to retailer and the only info provided was that the product "burnt up." No injury or property damages was reported with this incident.

Manufacturer narrative:
Pad had been crushed, which is abuse and a direct violation of the instructions provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.